Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient did not have a horizontal aorta. The dimensions of the patient's defect were aortic annulus perimeter: 76.0 mm perimeter derived ø: 24.2 mm area: 450.3 mm² area derived ø: 23.9 mm lvot ø: 23.7 mm. There was sufficient calcium to allow anchoring of the valve and sufficient calcium to allow sealing. There was moderate calcium on the native leaflets symmetrically. During implant, the valve was positioned per IFU, but upon unsheathing the valve, it appeared low. Therefore, the physician recaptured the valve and re-positioned the valve higher. Upon second un-sheathing, the position appeared good at 4mm, therefore the pigtail was removed from the non-coronary cusp and the valve was deployed with final implant depth of 14mm. Aortogram was performed to assess the position of the valve and it was observed that the valve was approximately 8-10mm deep, resulting in severe aortic regurgitation (ar). Post-dilation was performed, but ar remained. The valve did not block any coronary arteries. The patient's blood pressure was stable throughout the procedure. The navitor was not snared. There were no interactions between the delivery system and the valve. The valve was never re-sheathed more than twice. A 26mm non-abbott valve was implanted via valve-in-valve. The patient was reported to be alive and well.

Manufacturer narrative:
An event of valve migration was reported. It was also reported that when aortogram was done to assess the position of the valve, it was approximately 8-10 mm deep. Information from field indicated that upon second un-sheathing, the valve position appeared good at 4 mm, however upon removal of the pigtail from the non-coronary cusp, the valve was deployed with final implant depth of 14 mm, deeper than optimal 3 mm implant depth which may have contributed to device migration. The valve did not block any coronary arteries. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field indicated that a 26 mm non-abbott valve was implanted via valve-in-valve. Based on the information received, the exact cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.